Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The device does not have a 510 (k), but was once improperly sold in us and is being reported since there still are 2 units installed in patients.

Event description:
(B)(4) ¿ the dentist reported the loss of the dental implant after 3 months . Moreover, the patient presented bone type IV and it was installed in intraoral region 14#.